Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes mellitus (dm) and coronary artery bypass graft (CABG).

Event description:
Edwards received notification that this 71-years-old patient with a 7300tfx29 valve implanted in the mitral position underwent a valve-in-valve procedure after eight (8) years and nive (9) months of implant duration due to leaflet calcification leading to stenosis and mild regurgitation. The patient experienced dizziness, chest pain and dyspnea before valve replacement. A 29mm transcatheter valve was implanted within the surgical edwards valve. The patient was noted as to be hospitalized in stable condition in ICU.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.